Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (3000 mcg/ml at 825.1 mcg/day), bupivacaine (6 mg/ml at 1.65 mg/day), and clonidine (300 mcg/ml at 82.51 mcg/day) via an implanted pump. The indication for pump use was spinal pain. The hcp was calling to get the code to permanently shut down the pump. The hcp explained that the patient had an unrelated back surgery on (B)(6) 2021 and subsequently developed an infection due to that back surgery. The surgeon brought the patient back into surgery on (B)(6) 2021 to do a wound irrigation for the (B)(6) infection from that back surgery and during that procedure they accidently cut the catheter. The surgeon tied the two ends of the catheter off and then the managing nurse practitioner went to the hospital and programmed the pump down on (B)(6) 2021. They were now having the patient come in today, since she had recovered from the (B)(6) infection and they were going to shut her pump off and then due a full system replacement at a later date. The pump off passcode was given to the hcp during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative and confirmed with the physician indicated that the explant occurred on (B)(6) 2024. The devices were discarded by the customer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated that the patient presented for follow-up. She was last seen in that clinic nearly 2 years prior, when she was referred to neurosurgery to consider replacement of her pump due to the unintentional cut of the catheter during lumbar surgery. She was referred to infectious disease at that time but it did not look like she continued with it. She had been seeing other pain management clinics for oral opioids. She was recently hospitalized with sepsis and methicillin-resistant staphylococcus aureus (mrsa) bacteremia. She recently finished intravenous (IV) vancomycin and would now be on doxycycline indefinitely. The patient reported that she was recommended to remove her "defunct" intrathecal pump and catheter and she wanted the clinic to arrange this. A system explant was planned for (B)(6) 2024 and later moved to (B)(6) 2024. It was noted that the pump was at end of life and was being removed. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.